Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings:.unable to verify or duplicate complaint. During investigation, the pump was opened to find no loose components. The original complaint of loose components could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a loose internal component. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.